Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/22/15- pfs and medical records received. Pfs and medial records were reviewed for MDR reportability. Pfs reported dislocation, leg length discrepancy, pain and trouble completing activities of daily living. The medical records reported that the patient had femoral stem revised and periprosthetic fracture repaired on (B)(6) 2008. It also reported that the femoral component had subsided and the patient had a fall. The dor on this com will be changed to (B)(6) 2008. The medical records also reported that the patient had a loose femoral component, periprosthetic fracture, recent fall, leg length discrepancy, pedestal at tip of stem and no obvious metallosis on revision surgical report dated (B)(6) 2014. A new complaint will be made for the dates (B)(6) 2008 to (B)(6) 2014. There was no report of dislocation. Lab results reported metal ion levels to be less than 7 parts per billion and no need to be reported. Part/lot updated. The complaint was updated on: jan 13, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address periprosthetic fracture and stem loosening. Update: 10/26/15 - litigation received. Litigation allegse patient suffers from elevated toxic cobalt chromium metal ions, pain, and instability. A doi has been provided. A liner and head are now being added.